Manufacturer narrative:
The device was returned for analysis. The reported gripper actuation issue could not be confirmed via returned device analysis. The discrepancy between what was reported (both gripper arms did not completely lower) and what was observed (no issue with gripper actuation) is likely due to a combination of varying amounts of tension felt by the device during preparation versus the returned product analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the gripper actuation issue. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.na.

Event description:
This is filed to report the gripper actuation issue. It was reported that during preparation of the mitraclip delivery system both gripper arms did not completely lower. There was no patient involvement, the cds was not used and was replaced. There was no clinically significant delay during the procedure. No additional information was provided.